Manufacturer narrative:
Concomitant medical products: 305c227 tissue valve implanted: (B)(6) 2011; 638bl2 tissue valve implanted: (B)(6) 2011; 5076-45 lead implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead became non-functional when it dislodged. The lead was capped. No patient complications have been reported as a result of this event.